Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported the patient ((B)(6)) underwent a trial procedure and a total of 4 leads were placed. One lead was placed l5 and one at s1 (from the same lot) on (B)(6) 2017. On (B)(6) 2017, the patient reported experiencing increased pain to the left leg and having difficulty ambulating. The lead at s1 was removed, however the pain persisted. At that time, the lead at l5 was removed and the pain ceased. The patient is to complete the trial utilizing the remaining 2 leads.

Event description:
Follow-up information indicated that removing the lead at s1 also stopped the patient's difficulties with ambulating.